Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to the regional service center for inspection, and the reported failure was confirmed. The investigation found the objective lens was dirty. Based on the results of the investigation, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope exhibited residue even after being reprocessed twice. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.